Event description:
The manufacturer received information alleging verify pressure sensors failed test step during performance verification testing. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, no alarms sounded during test run. The ventilator's downloaded error log was reviewed and an error code related to the communication between host and oxygen blending module being lost was observed. The interface board was replaced to address the issue. Additionally, an error code related to the failure of speaker one was observed in the ventilator's downloaded error log. Speaker two was still available, the redundant alarm system is active and there is no impact on therapy due to this error. The speaker was replaced to address the issue. This issue was not related to the reportable malfunction/issue. The device passed full testing and the error codes were not replicated.